Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. Sterile devices from the same lot nor photos were returned for review. If samples or photos become available at a later time they will be reviewed/tested and the results will be included in the file. A revised report will be submitted at that time. ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type/size of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The root cause for the dehiscence was determined as user error. The wrong size/type suture was utilized for the procedure as stated by the surgeon. Retraining will be performed.

Event description:
The data of dr: (B)(6), general surgeon of the obesity and endocrine section of the general hospital (B)(6). I have been reported a case of an operated patient of obesity. That day they tested our polypropylene quill sutures (ref vlo-4208) in the anastomosis and that same day in the afternoon they had to intervene the patient because the anastomosis had been opened and the suture was not there. Update on (B)(6) 2022 ¿due to the incident in the operating room with quill at the hospital (B)(6), today we spoke with the surgeon in person and he has recognized that he did not use the appropriate suture for this type of anastomosis. He has been very friendly and honest and told us that he is available to answer any questions and queries about the incident¿. There was initial training in a clinical sessión with videos and product training, suture management and differences with the rest of the barbed sutures on the market. We have planned to organize a practical course of barbed suture with pelvitrainer (B)(6) and assistance to surgery in expertise centers the patient is well. There were no more complications after the second surgery.